Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. This lot number was previously tested for the same defect ¿ underfill and, the issue of underfill was not observed as retained samples were found to be in specification. The expiry date of the lot number involved was 31st january 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to sudden deafness of the patient, at 09:00 on (B)(6) 2023, when the nurse used the vacuum blood collection tube to collect blood from the patient, the negative pressure in the vacuum blood collection tube was insufficient, and the drawn blood did not reach the specified scale line, and the patient did not suffer any injuries. Has been replaced.